Manufacturer narrative:
(B)(4). D10: cat# 802202801, lot# 3248310, femoral head 12/14 taper 28 mm diameter -3.5 neck length. G2: foreign: belgium. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, it was identified that the bearing was related to zfa-2025-00219 as a nonstandard device. The head was already inserted into the bearing, and it was too late to remove it. Both products are being returned. The surgery was completed with another implant and there was no delay or impact to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified there are scratches and indentation marks in multiple areas around the o.d. Of the liner. No other damage was noted during visual evaluation. Per these p.I. Measurements the returned device dimensionally measures as item # 110031013. Review of the device history records identified no deviations or anomalies during manufacturing. It was later identified a commingle occurred during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to a manufacturing deficiency. Multiple complaints were identified that involved a 46mm bearing and a 44mm bearing that did not measure to the size listed on the box they were packaged in. They are related due to the fact that both lots are manufactured at warsaw west, of the same part family, and manufactured at the same time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.